Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they started using the implantable neurostimulator (ins) last week on tuesday. Pt said that they went to disconnect the controller this morning from the power supply and plug the recharger into the controller to recharge the ins, however the controller was blank/unresponsive. Pt said that the ac power supply green light was on. Pt noted that they charged their ins every morning and that they charged the controller every night. Pt said that they had the controller reset by the rep this morning while at an appointment with their healthcare provider (hcp). Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt said that the controller was not powering on. It was unsure if the issue was with the controller and/or power supply. Agent reviewed controller and ac power supply replacement with the pt. Pt noted that hcp would be out of business for almost three weeks as hcp was opening up a new practice the first week of september. Pt said that they would be utilizing their pain management hcp in the meantime to meet with reps. Pt said that they had not been 100% pleased with the ins since they've had the device. Pt said that one person told them that charging the ins about a half hour every day should cover it and another person told them that charging the ins for an hour should cover it. Pt said that it had been taking almost two hours to recharge the ins every morning. Agent reviewed with the pt that one factor of ins recharging duration was the ins battery percentage when starting to recharge the ins. Agent reviewed with the pt that it could take a couple hours to recharge the ins from depleted to full. Pt said that the ins was set up a week ago at hcp's office and that every morning the ins was basically dead if it was one hour past the 24-hour mark. Pt said that if it was an hour before they charged the ins the day before, then there was maybe like 10% left in the ins and they would get a warning telling them to recharge the ins. Pt said that the ins battery was good for like 24 hours and that was it. Agent reviewed with the pt that the ins battery life was dependent on therapy settings/usage. Pt said that they were told that if the ins battery was depleted, then it would only take an hour to recharge the ins. Pt got a call from a rep during the call, so pt started talking to the rep on speakerphone. Agent heard the rep say that their name was janet and that they wanted to meet with the pt to try and help. Pt would meet with the rep after the controller was replaced. Pt kept the rep on the phone while talking to agent so that they could speak with the rep further. Agent obtained as much information as possible from the pt during the call. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis found non-conformances and the controller needed repair. The controller needed to have the main board replaced due to lithium ion battery contacts broken/damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.